Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had (B)(6) with a large sternal wound infection and a pump pocket infection. The patient was hospitalized and required debridement of the lvad pocket on (B)(6) 2015. An unspecified change in the patient's medication was made. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 2 months. The patient remains on-going on lvad support at this time and no further issues related to the infection have been reported. A review of the device history records found no deviations from manufacturing or quality assurance specifications. A correlation between the device and the reported infection could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the device. The manufacturer is closing its file on this event. Placeholder.